Event description:
A malfunction alarm, identified as malfunction code 9, was reported, and there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reappears. There was acknowledgment and understanding from the customer regarding these instructions.